Manufacturer narrative:
No product was returned for investigation, so further investigations were not possible. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The user's device was requested for investigation and a replacement product was sent to the user. The investigation is ongoing. Medwatch field e3. Occupation - the occupation is patient/consumer. Due to a lack of information from the complainant, we were unable to determine the actual manufacturer of the product, and g1 manufacturing site information reflects the same information as the g1 contact office.

Event description:
It was alleged that a user had an issue with a coaguchek softclix device. The user alleged that the needle was sticking out from the dial cap of the softclix device before firing the lancet. The user verified that the dial cap was on properly. The user did not allege any injuries or treatment.